Event description:
It was reported that during a generator replacement, it was observed that the patient¿s lead was compromised - the outer tubing/sheath looked exposed and torn. Due to the compromised lead, the patient had a full system replacement. Update was later received that lead tubing became compromised when the surgeon pulled on lead to make sure it was secure. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed.

Event description:
The suspect device was received for analysis. Device evaluation has not been completed to date.

Manufacturer narrative:
D3. E-mail; corrected information, initial MDR inadvertently omitted selection. D4. Primary UDI number; corrected information, initial MDR inadvertently omitted selection. H3. Device evaluated by manufacturer; corrected information, initial MDR inadvertently omitted selection.